Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) replaced the sample probe tubing, repaired syringes, and performed a system volume check, photometer voltage check, and performance checks successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient on a cobas e 411 analyzer (rack system). The first sample from the patient had a result of 133.6 miu/ml with a flag. The next day, another sample was collected from the patient, and the result was 2100 miu/ml with a flag. The doctor questioned the second sample's result, which prompted the customer to repeat the sample. The first sample was repeated, and the result was 144.5 miu/ml with a flag. The repeat result of the second sample was 159.8 miu/ml with a flag. The repeat result was deemed correct.